Event description:
Customer reported that the insulin pump's up and down arrows were unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).